Event description:
It was reported that the engineer received the external pulse generator (epg) from the hospital. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Device is "ok." Analysis found the 5832s cable was broken. Without a lot number or device serial number, the manufacturing date cannot be determined.